Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure, the young surgeon used a capsure fixation device. It was reported the fastener penetrated through transverse fascia, transversus abdominis (internal and external oblique abdominal muscles may be partially included). It is thought that the fastener penetrated through the subcutaneous tissue and skin. The fastener was removed from the patient's body by placing a small incision. It was reported that the issue may be caused by too much counter-pressure.

Manufacturer narrative:
As reported, the capsure fixation device fastener tip penetrated through the patient's body surface and was removed by placing a small incision. The subject device has been discarded and not available for evaluation. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the information available, the root cause of the reported event is excessive counter-pressure applied during attempted fixation as was reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿ and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device.". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample discarded.